Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 occurred on an amia automated pd system. This event occurred during cycle two. The patient was connected at the time of the alarm. The reason for alarm was unknown. The patient disconnected per the cycler instructions. The technical service representative (tsr) had the patient power up the cycler to remove the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.